Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator for spinal pain. It was reported that patient had warming while charging the ins for the last 3 months. The patient noted that now they are getting warming while charging but also warmth when using the stimulation to the point that it is noticeable to the touch. The patient ends up turning off stimulation for 3-4 hours until the area cools off. It was noted that the patient was getting the coverage that he needs to his foot. The patient noted pain due to the warmth sensation. The patient does not see the thermometer icon when recharging. It was noted that the patient was charging while sleeping. It was reviewed that it would be best to charge while awake so that he can better evaluate the area around the ins. It was reviewed how pressure from laying on top the recharger could cause issues with the soft tissue or damage lead. The patient was redirected to their healthcare provider. It was also reviewed to run impedance test to test system and to have x-ray to check to see if the lead was properly seated in the head block. Reviewed possible exploration of the ins and lead for fluid ingress. It was reported that the patient felt a jolt one time, prior to the warming sensation, but did not have a date. He stated it wasn't very serious and has not had it since. No further complications were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they recommended the patient get an x-ray of their device, and avoid charging while sleeping. The rep stated that the issues with warmth while charging, pain, and jolting have not been resolved; the cause is not determined. The patient¿s weight at the time of the event is unknown. No further complications were reported or anticipated.